Manufacturer narrative:
B5 - the reporter indicated an implantable collamer lens was implanted. Low vault was observed. Lens remains implanted. D4 - unk. H4 - unk. H6 - work order search is n/a as serial number is unk. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -10.00/+2.0/081 (sphere/cylinder/axis), into the patients eye. The lens was removed due to small vault. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).